Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication failure error and the left monitor turned black. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.